Event description:
It was reported the pump was giving the patient pain relief but it was coming out. The pump was removed (B)(6) 2010. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: 2009 (b)(46, explanted: product type catheter. (B)(4).